Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, dyspareunia, right upper quadrant pain and headache. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and endometriosis ("endometriosis"). The patient was treated with surgery (robotic complete hysterectomy of uterus with removal of tube(s)). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and endometriosis outcome was unknown. The reporter considered dyspareunia, endometriosis and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: occluded fallopian tubes with essure device in place bilaterally. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dyspareunia, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, dyspareunia, right upper quadrant pain and headache. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and endometriosis ("endometriosis"). The patient was treated with surgery (robotic complete hysterectomy of uterus with removal of tube(s)). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and endometriosis outcome was unknown. The reporter considered dyspareunia, endometriosis and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: occluded fallopian tubes with essure device in place bilaterally.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dyspareunia, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.